Manufacturer narrative:
E.1. Address was not located and il was used. Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 302995. Batch#: unknown. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: "pharmacy technician noticed that there was a particle left in the bd 10ml syringe (ref 302995) after pushing drug into the piggyback bag. The technician/ intern notified the pharmacist and decided to remake the dose of minocycline. Upon closer examination, there were 2 pieces of particles/debris, which would be too large to be transferred from other device. It's likely that the particles/debris existed within the unopened/unused bd syringe. After using the syringe (newly opened) to transfer 10ml of reconstituted minocycline into a 250ml sodium chloride 0.9% bag, issue identified when pulling the syringe back to indicate amount added to the bag (syringe-pullback method)." Verbatim: rcc received a complaint via email. Email(s) attached safety event reported at facility: when compounding minocycline (ndc: 70842-160-01) for a patient, pharmacy technician noticed that there was a particle left in the bd 10ml syringe (ref 302995) after pushing drug into the piggyback bag. The technician/ intern notified the pharmacist and decided to remake the dose of minocycline. Upon closer examination, there were 2 pieces of particles/debris, which would be too large to be transferred from other device. It's likely that the particles/debris existed within the unopened/unused bd syringe. After using the syringe (newly opened) to transfer 10ml of reconstituted minocycline into a 250ml sodium chloride 0.9% bag, issue identified when pulling the syringe back to indicate amount added to the bag (syringe-pullback method). Picture of the particles available to share.